Event description:
The pump was received from the customer for a report of "unit gives constant occlusion alarms." When the customer biomedical engineer opened the pump he noted that "part of the mechansim looked bent." The report from the nursing unit (alarms) indicates the problem was noted during set up and there was no pt involvement. During mfg testing procedures, the pump was noted to be out of specification for delivery accuracy. With an expected delivery amount of 20.0ml, the actual volume delivered measured 21.4ml. Device specification for this procedure requires actual delivery to be +/-0.8ml from expected.